Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device would not power up to pressurize. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve, defective pcb or a battery failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time. (B)(6).

Event description:
It was reported that the spider 2 tent was not working, it had a battery issue. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the device would not power up to pressurize which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.